Event description:
Customer reports a blood glucose result of 96mg/dl with low blood glucose symptoms; was able to self treat. Customer was using expired strips. Results did not match customer's symptoms. Customer reports after treatment her symptoms did not improve so her son called the emts. Customer reports the emts tested her blood glucose with a result of 24mg/dl; was treated with an IV of unknown content and taken to the hospital where she received food. Customer was later released. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.